Event description:
Spontaneous inbound call from patient to pharmacy because she's been experiencing a high pressure alert with her pump since 4 am. She has no kink in the tubing and reconnected everything and reset the pump but is still getting the alert. This is also happening with her backup pump as well. She and her nurse believe the cassettes are faulty. Pharmacist does not believe this is a pump issue since alert is occurring in both pumps. Pharmacy is couriering new cassettes. Patient is currently being infused with medication but instructed to go to hospital if she begins to feel unwell. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] the cassette? In process, but yes we are, did the pt have add'l cassettes they were able to switch to? No; what was the pt instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes; what is the outcome of the event? Ongoing. Reported to (B)(6) by pt/caregiver.